Event description:
Performing an atrial ablation with the epicor system, when attaching the wand to the cable the diagnostics read that the disposable was defective. A second disposable was opened to complete procedure.====================== manufacturer response for epicor cardiac ablation system, ultrawand======================manufacturer provided rga for return evaluation.